Event description:
Patient presented to the physician with a hematoma and open neck incision after the implant was completed. Physician placed an external stitch to stop the bleeding. This resolved the issue.